Event description:
The patient's left neurostimulator (ins) turns off while operating a powered wheelchair. The wheel chair passed emissions so it should not cause interference with the ins. Additional information has been requested.

Manufacturer narrative:
(B) (4).